Event description:
It was reported that patient presented to the emergency room after receiving four inappropriate shocks for an atrial fibrillation rapid ventricular response. Upon review of the episodes, ventricular rate for ventricular fibrillation was detected. Possible medication changes for the patient were discussed. Programming changes were made. Patient was stable and asymptomatic due to the shocks otherwise.